Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty loading multiple cartridges onto the pump. No alerts/alarms were observed in the pump history and no o-ring was stuck on the pneumatic tap. Customer's blood glucose was 192 mg/dl. Tandem technical support assisted the customer in loading a new cartridge and customer resumed insulin therapy.